Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and the staples did not form properly. The surgeon was able to release the device and applied another to complete the procedure. The hosp has reported no pt injury occurred.